Event description:
The site contacted berlin heart clinical affairs (ca) on 2025-10-21 to report that the patient being supported with an excor blood pump pu valves; 25 ml in/out; ø 9 mm suffered an ischemic stroke. The patient was noted to have seizure activity, decreased muscular tone, new lower upper extremity (lue) weakness and hyperreflexia. A CT scan was performed on the event day and revealed a chronic mca infarct in cortical, parietal and frontal territories. Fibrin strands were noted at the outflow valve and the in- and outflow connectors of the blood pump.

Manufacturer narrative:
The excor blood pump pu valves; 25 ml in/out; ø 9 mm, s/n (B)(6), was used on the patient from (B)(6) 2025 until the patient was transplanted on (B)(6) 2025. The event occurred on (B)(6) 2025, which is (47 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump s/n (B)(6) and concluded this pump was produced according to our specifications.